Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Boston scientific technical services (ts) reviewed the presenting electrogram (egm) in latitude with multiple morphologies noted. Some fell in absolute blanking during atrial pace and ventricular pace. Ts then stated to consider shortening the blanking from 65 milli seconds to 45 milli seconds. Normal device function. As of this time, this device remains in service. No adverse patient effects were reported. This event was deemed nonreportable as per additional information received from the field indicating that this is a functional undersensing and that the patient was having a ton of ectopy that was falling within nonprogrammable blanking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Boston scientific technical services (ts) reviewed the presenting electrogram (egm) in latitude with multiple morphologies noted. Some fell in absolute blanking during atrial pace and ventricular pace. Ts then stated to consider shortening the blanking from 65 milli seconds to 45 milli seconds. Normal device function. As of this time, this device remains in service. No adverse patient effects were reported.